Event description:
Per clinical trial cp-1060: on (B)(6) 2014, patient underwent bilateral mastopexy; inferior pedicle, using a full vertical and horizontal t incision. 1 piece of galaflex was used, cut in half. There were no concomitant procedures done. On(B)(6) 2014, breast hematoma was reported. Hematoma was evacuated on (B)(6) 2014. Resolved without sequelae on (B)(6) 2014. Review by medical affairs identifies the breast hematoma as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of hematoma and underwent evacuation procedure. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Hematoma is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reactions section of the instructions-for-use (IFU), supplied with the device. This MDR is submitted to represent the ae of hematoma. An additional MDR is being submitted to report the additional ae of erythema/redness. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned.